Manufacturer narrative:
(B)(4). Additional information requested and received: what type of procedure was the device used in: laparoscopic and hand assisted nephrectomy with dr. (B)(6); can you please clarify how the staple line did not close completely around the vessel: locked on vessel and wouldn¿t release, popped off, causing incomplete staple line (didn¿t cut); what was the appearance of the deployed staples (b-formation, irregular, legs straight, staples missing): incomplete staple line; did bleeding occur when the staple line did not close completely around the vessel: no; if yes, how was the bleeding controlled: n/a; if yes, how much blood was lost (ml): n/a; if yes, did the patient require a transfusion as a result of the device issue: n/a; was there any patient consequence or change in the post-operative care of the patient as a result of the event: no.

Manufacturer narrative:
(B)(4). The ec60a device was received for analysis with no visual non-conformances and with an ecr60w cartridge. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during an unknown procedure, the staple line did not close completely "around the vessel." This is all that was reported at this time to customer. The case was completed with another device of the same product code. No bleeding or leak was reported and there was no patient consequence reported.